Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to prosthesis dislocation. Components not revised: cotyle "anca" avec trous a/revet. Hap 50 ppr67250 lot t06123347. Tige "anca fit?" Rev. Hap 1/3 proximal 13d ppr67612 lot t07126098. Insert ceram "anca fit?" 28/40 50-52-54/28 al2.o3 bio. Forte ppr67510 lot t07129760.

Manufacturer narrative:
See attached. - attachment: [ripojuly2019signed.pdf].